Event description:
It was reported that during use, when inflating the foley catheter balloon during product use, it was not possible to deflate it. Could not remove any water. Medicon syringe used for water removal. It was unknown whether it was used on patients. Per follow up information received from ibc via task on (B)(6) 2026, stated that during use there was patient involvement.

Manufacturer narrative:
The initial reporter's address: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.